Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the male luer collar was found to be cracked/broken. The reported issue was confirmed, however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer of a vented solution set was missing a piece and was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.